Manufacturer narrative:
The product is available for return, but has not yet been received. This product is subject to voluntary recall. Additional info will be submitted within 30 days of receipt.

Event description:
This pt was admitted for fluoroscopic eval of the left superficial femoral artery (sfa). Angiography revealed a chronic total occlusion (cto) extending from the vessel origin to the proximal popliteal artery. The vessel was accessed via a contralateral approach. A 7f pinnacle sheath was placed in the right common femoral artery and a 90 cm cordis front runner was used to successfully break the proximal cap of the cto. A .035" terrumo glide wire and a 4f-angled glide catheter were used to traverse the cto to the point of reconstitution. Then, a .014" choice extra support wire was exchanged through the 4f angled glide catheter. The physician attempted to bring the cordis outback over the aortic bifurcation, but was unable to make the turn. The outback was removed and a .035" cordis storq wire was introduced. The 7f pinnacle sheath was exchanged for a 7f 40cm baulkin sheath; however, the baulkin sheath was not able to be advanced over the aortic bifurcation. The dilator was removed and a 7f ansil hydrophilic dilator was inserted to help move the baulkin sheath over the aortic bifurcation. The 4f angled glide catheter was then reintroduced over the cordis .035" storq gw through the 7f 40cm cook baulkin sheath and was advanced to the point of reconstitution. The storq gw was removed and the .014" bsc choice extra support wire was re-introduced. The cordis outback catheter was re-inserted and was finally advanced across the aortic bifurcation, albeit with difficulty. The outback was advanced to the point of reconstitution and aligned for deployment. The wire was retracted and the cannula was deployed; however, the cannula failed to enter the true lumen due to the presence of eccentric, calcified plaque. Deployment was attempted 8-10 times in various positions and while the cannula was successfully deployed in areas proximal and distal to the plaque, the physician was not able to enter the true lumen in the desired location. Finally, it was noted that the cannula would not retract back into the outback catheter. A wire was advanced down the catheter and out of the cannula port to act as a "sled" to facilitate retrieval of the outback catheter. The catheter was pulled back the length of the left sfa, common femoral artery, external iliac artery, and back into the sheath. Angiogram confirmed that there was no extravasation along the length of the vessels. The sheath and wire were removed and the case was stopped.